Manufacturer narrative:
There has been a previous report received where this malfunction resulted in a serious injury. Therefore, it must be presumed that recurrence of this malfunction could possibly cause or contribute to a serious injury or require medical or surgical intervention to preclude such. As such, this event is reportable per 21cfr part 803. The device is available for evaluation, though has not been returned as of this report. Evaluation results will be submitted as they become available.

Event description:
In this event it is reported that reciproc files 6x broke during use. The outcome of this event is unknown as of this MDR. Further information requested.

Manufacturer narrative:
Additional information received that the broken part was retrieved and no injury resulted, so exemption # e2005009 applies and this event is not reportable. Applied 8000-opn-014 [0] rotary nickel titanium endodontic files 15.02.2024spe vdw: no broken part remained in root canal. Canal was filled without broken part and treatment concluded.